Event description:
Clinic notes were received indicating that the vns patient did not have any significant change with her seizures with vns. The patient was referred for surgery but no know surgical interventions have occurred to date.

Event description:
Clinic notes dated (B)(6) 2013 note that the patient was discharged from status epilepticus in (B)(6) 2012. It was noted that the patient vigabatrin, vimpat, and phenobarbital since the discharge. Attempts to obtain additional relevant information have been unsuccessful to date.